Event description:
Per the surgeon's report, this pt was not responding to sound. An implant test swas conducted at the implant center with no repsonse from the device. The speech processor was exchanged, but this did not resolve the problem. The surgeon explanted the device in 2006 and successfuly reimplanted a new device the same day.